Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet bionic pancreas, initial troubleshooting attempts failed and the user applied a new sensor, which paired successfully and entered warmup. The user experienced absence of glucose data with no adverse clinical symptoms reported. Outcomes included temporary loss of glucose monitoring until the replacement sensor paired with no health impact. User support included user-guided troubleshooting and replacement of the sensor. Investigation of this case revealed that the issue was limited to the initial sensor-to-ilet pairing and was resolved by replacing and successfully pairing a new sensor. It was concluded, based on previously established findings for similar reports, that the cause was a sensor-to-receiver communication or pairing failure not reproduced after sensor replacement.